Event description:
Baxter reported , "when the transfer set was put in place in the uv-flash system in order to replace the dialysis bag, the extremity of the line remained hooked to the spike. As a consequence, the set was only locked partially leading to a certain infectious risk, and to the replacement of the patient's line. There was no clinical consequence: nor prophylactiv antibiotherapy nor peritoneal infection were reported.